Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was found to be in safety mode. In addition, within the last year, the battery longevity was 3.5 years remaining. Technical services (ts) was consulted and upon review device replacement was recommended. Subsequently this pacemaker was explanted and has not been returned for analysis. No adverse patient effects were reported.